Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming transducer fault. The transducers were calibrated and the exhalation differential pressure calibration failed. There was no patient involvement at the time of the incident.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed. The reported issue was confirmed and able to be duplicated in a laboratory setting. The pt802 transducer has recorded faults on the events log and failed calibration. This issue will be internally investigated within vyaire.